Event description:
It was reported that the blue vein lumen was broken during the hemodialysis intermission, she lost a lot of blood on the way to the hosp.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of reuh1111 showed no other similar product complaint(s) from this lot number.